Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-00146 and medwatch 2210968-2013-00147. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). This information contained in this file has been determined to be a duplicate of the event reported in mw# 2210968-2013-00142. Therefore, this medwatch 2210968-2013-00145 will be voided.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the device was activating intermittently and was stalling. The device was used to complete the procedure with no adverse patient consequences.